Manufacturer narrative:
Date of birth: (B)(6).

Event description:
A report was received that the patient developed a spinal cord fluid leak which was moderate in severity during the permanent implant procedure. The patient was treated with medication and the patient recovered and the event resolved. The event was assessed as related to the study procedure and not related to the study device or stimulation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2352-50 serial: (B)(4), description: linear 3-4 lead, 50cm. Additional information was received that the spinal cord fluid leak was due to a dural puncture. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient developed a spinal cord fluid leak which was moderate in severity during the permanent implant procedure. The patient was treated with medication and the patient recovered and the event resolved. The event was assessed as related to the study procedure and not related to the study device or stimulation.

Event description:
A report was received that the patient developed a spinal cord fluid leak which was moderate in severity during the permanent implant procedure. The patient was treated with medication and the patient recovered and the event resolved. The event was assessed as related to the study procedure and not related to the study device or stimulation.

Manufacturer narrative:
Additional information was received that the event was reassessed to be internal bruising which was moderate in severity and not a spinal cord fluid leak.

Manufacturer narrative:
Additional information was received that because the patient is part of a clinical study and the event is not related to the device, no additional information is provided per clinical study protocol.

Event description:
A report was received that the patient developed a spinal cord fluid leak which was moderate in severity during the permanent implant procedure. The patient was treated with medication and the patient recovered and the event resolved. The event was assessed as related to the study procedure and not related to the study device or stimulation.